Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces.

Event description:
A us distributor contacted zoll to report that the patient developed a broken skin irritation from the ucor hfams patch. Patient described the area as a raised red rash underneath his arm & across his chest. He also had bleeding, itching & burning with hot sensation to the skin. There was no alleged device malfunction contributing to the irritation. The patient's physician recommended applying an ointment and temporary removal of the patch due to the skin irritation. Outcome of the skin irritation is unknown.